Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited poor sensing measurements even after a lead revision. During the initial implant procedure the rv lead sensing measurement was 18 mv, however after the pocket was sewn, it decreased to 8 mv. A lead revision was performed two days later. During the revision the rv sensing measured 9 mv with the pacing system analyzer and 6 mv with the device. Once again when the pocket was sewn up, the sensing decreased to 3 mv. The lead remains implanted in the patient and no adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.